Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a recurrent benign stricture that had been dilated 3-4 times since 2012. No issues noted during stent implantation. On (B)(6) 2014, a computerized tomography (CT) scan was performed and the physician confirmed that the stent had migrated to the small bowel. On (B)(6) 2014, an exploratory laparotomy was performed and the stent was removed. On (B)(6) 2014, another surgery was performed to repair a small bowel tear. According to the physician, the stent caused the small bowel tear. On (B)(6) 2014, the patient died and no autopsy was performed. The patient¿s cause of death was not provided by the physician. According to the physician¿s assessment, the stent was indirectly related to the patient¿s death because of the surgery required after the stent migrated. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a recurrent benign stricture that had been dilated 3-4 times since 2012. No issues noted during stent implantation. On (B)(6) 2014, a computerized tomography (CT) scan was performed and the physician confirmed that the stent had migrated to the small bowel. On (B)(6) 2014, an exploratory laparotomy was performed and the stent was removed. On (B)(6) 2014, another surgery was performed to repair a small bowel tear. According to the physician, the stent caused the small bowel tear. On (B)(6) 2014, the patient died and no autopsy was performed. The patient¿s cause of death was not provided by the physician. According to the physician¿s assessment, the stent was indirectly related to the patient¿s death because of the surgery required after the stent migrated. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent migration. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.